Event description:
During the procedure, the doctor observed bleeding from the contrasting screen. They immediately paused the procedure and retrieved the wire and found the coating had already came off. The complainant indicated they found the black coating at the front end of the wire had came off, which resulted the front metal wire being exposed and hurt the patient's blood vessel. The blood vessel was hurt, but not pierced (puncture through), then doctor used two balloons to block, one was 6mm diameter, another was 10mm diameter. The wire hurt the inner membrane of the blood vessel.

Manufacturer narrative:
The product was returned in a used and damaged condition. This product line is manufactured, packaged and sterilized by our vendor. In previous complaints, we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. An examination of the returned wire guide finds the wire guide intact. The separated segment is the plastic coating which has been sheared off. This can happen if the wire guide has been nicked or cut and then an attempt is made to withdraw the wire guide back through the needle will cause the coating to shear off. In the absence of more definitive evidence, the root cause is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.